Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. Blood glucose level was 600 mg/dl. The customer did report symptoms like nausea and vomiting as a result of high blood glucose level. Customer was treated with syringe for high blood glucose. It was unknown whether the customer was using auto mode feature. The device will not be returned for analysis.